Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.

Event description:
It was reported that during a coronary stenting treatment procedure, the stent fell off of the balloon. The 3.00 x 12mm liberte bare metal stent was prepped and set it down for the physician to use when he was ready. When the device was picked up by the physician, the stent fell to the floor. The stent was picked up and placed back on the balloon and the stent delivery system was set aside. The procedure was completed with another liberte stent. When cleaning up, the stent fell off again and could not be found. The device did not come in contact with the pt. Add'l info was requested, but not provided.